Event description:
It was reported the patient had a urinary tract infection. The patient was prescribed an antibiotic and recovered without sequela. It was noted this was an incidental finding during a routine ob urinalysis.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v172550, implanted: 2009-(B)(6), product type lead product ID 3037, serial# (B)(4), implanted: 2009-(B)(6), (B)(4).